Event description:
It was reported that the bladder of an infusor ruptured. This occurred while filling the device manually with a syringe. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned; however, the evaluation is not yet complete. Visual inspection identified the ruptured bladder. Microscopic examination found markings on the interior surface near the rupture line which is indication of external damage. The initial evaluation was able to confirm the reported condition. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual examination of the sample confirmed the reported condition. The reported problem was confirmed but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.